Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the device revealed the motor capacitor cable was squeezed during assembly and the blower was not plugged into the main circuit board. The pneumatic block and motor capacitor assembly were replaced to address the issue. The device was serviced and fully tested. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.